Manufacturer narrative:
Method: no sample rec'd for eval and investigation. As no lot number was provided, the device history record and lot history cannot be reviewed. Results: w/o the actual product or a lot number, a complete analysis cannot be conducted. No add'l info has been provided, although requested. W/o add'l info on the pump, no further investigation can be performed. If add'l info pertinent to this complaint or the sample is rec'd, a f/u report will be filed.

Event description:
Pt expired while using the on-q. The pump has not been specifically implicated at this time. Pump was placed on (B)(6) 2011 following mastectomy surgery. Morning of (B)(6) 2011 pt was instructed on care of pump and was to be released. Around 5pm (B)(6) 2011, surgeon contacted sales rep asking questions and informed sales rep that pt had bradycardia and had been resuscitated and placed on a ventilator. Pump was removed during resuscitation efforts and location of pump is unk. On (B)(6) 2011, the sales rep was informed that the pt had been removed from mechanical ventilation and had expired approx (B)(6), 2011. Date of event: (B)(6), 2011. Anp: ask but not provided.